Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the cds was returned and investigated. The reported inability to establish final arm angle was not confirmed. The returned device analysis confirmed that the clip functioned as intended. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the inability to establish final arm angle. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the clip opened while locked. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. After successful grasping and confirmed leaflet insertion, the final arm angle test was performed, but the clip opened. The cds was removed and replaced. One clip was implanted, reducing mr to 2. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.